Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: mn10450-50a, drg lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-03387. It was reported that stimulation on the leads was reducing on its own. Diagnostics revealed high impedances on one of the patient's leads. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: mn10450-50a, drg lead (2); therapy date: unknown.

Event description:
Related manufacturer report numbers: 1627487-2019-03387 and 1627487-2019-05200. Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. In turn, programming was done and effective stimulation was achieved.